Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation it was identified that system was shut down and could not be turned on again. According to additional information acquired, the system was in clinical use at the time of the reported event and the procedure was completed by moving the patient to another system. A philips remote service engineer (rse) examined the system remotely and identified that fuse f10 in the m-cabinet was defective. The fuse was replaced and an onsite work order was scheduled for further troubleshooting. A field service engineer (fse) inspected the system onsite and found a defective mpd control unit. To resolve the issue, the fse replaced the mpd control unit. After that, the system was returned to use in good working condition and ready for clinical use. The codes were updated based on the investigation outcomes.